Manufacturer narrative:
(B)(4). The reported event occurred on an unspecified date in (B)(6) 2016. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked from an unspecified location during filling with 5% glucose. There was no patient involvement. No additional information is available.

Manufacturer narrative:
This lot was manufactured september 19, 2016 ¿ september 20, 2016. The device was received for evaluation. During visual inspection a leak was noted at the fill port when the fill port cap was removed. Further exanimation showed a white particle under the check-band. Ft-ir spectroscopy testing revealed the white particle as acrylic. The reported condition was verified. The cause of the condition was determined to be particulate matter under the check-band. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.